Event description:
Litigation papers allege that since completion of the hip replacement surgery, the patient has suffered from injuries of a permanent, lasting and painful nature. It is further alleged the patient#146's ability to perform normal and enjoy regular activities has been impaired.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation papers allege that since completion of the hip replacement surgery, the patient has suffered from injuries of a permanent, lasting and painful nature. It is further alleged the patient's ability to perform normal and enjoy regular activities has been impaired. The patient's ability to perform normal and enjoy regular activities has been impaired and the patient has been told that a revision is necessary to remove the device. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.